Manufacturer narrative:
During testing at the manufacturer, the technician was able to confirm that the device had an external substance, attributed to buildup of orange substance internally.

Event description:
It was reported that during testing at the manufacturer facility, the device was determined to have a hole in the hose which passes air and lubricant. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.

Event description:
It was reported that during testing at the manufacturer facility, the device was determined to have a hole in the hose which passes air and lubricant. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.